Event description:
It has been reported that on opening the package, it was discovered that the plug was wrong size. There was no adverse consequence for the pt or delay in surgery or anesthesia time.